Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leak was observed when being labelled for a prescription prior to patient use. There was no patient involvement. No additional information is available.